Event description:
It was reported that t:slim x2 pump battery would not charge, and pump later shut down with shutdown alarm before caller was able to turn it back on. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump began charging after leaving wall adapter plugged into working outlet.